Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
During visual inspection of the returned product damage to the meter casing was identified. Sticky substance were observed on the casing near the test strip port, which resulted in the meter¿s casing separating.  Due to the damage the meter was unable to be powered on. Based on the visual inspection the cause was determined to be inappropriate use and maintenance of the device. No product deficiencies were identified. All pertinent information available to abbott diabetes care has been submitted. The incorrect date was captured in ¿date received by mfg¿ of the initial MDR submission. The date captured was 03/20/2018, however the correct date received by mfg date of the submission should be 05/04/2018.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
During visual inspection of the returned product damage to the meter casing was identified. Sticky substance were observed on the casing near the test strip port, which resulted in the meter¿s casing separating.  Due to the damage the meter was unable to be powered on. Based on the visual inspection the cause was determined to be inappropriate use and maintenance of the device. No product deficiencies were identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.